Manufacturer narrative:
Product evaluation: the product was not returned for analysis, only the carton and inserts were returned. Results from the product history record review indicated the product met release criteria. Root cause: the root cause could not be identified by the investigation. Action taken: investigation has been completed based on current information. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings the residual risk remains unchanged and at an acceptable level. There have been no other complaints reported in the lot number. Additional information was requested on 06/13/2011 and 07/01/2011 by fax, mail and phone. A completed questionnaire was received on 07/12/2011. (B)(4).

Event description:
A consumer reported blurry, fluctuating vision, nausea and dizziness following intraocular lens (iol) implant surgery. She reported that her vision was "great" for six weeks but became blurry 95% of the time with brief periods of clear vision. Three months following the procedure, she could achieve clear vision after closing the eye for one hour; this clear vision can last up to two hours. She reported, her vision was blurry upon waking for six to eight hours. She does not have dry eye, but her surgeon gave her artificial tears. She sought a second opinion and was told there was no evidence of infection or inflammation. The surgeon who provided the second opinion stated that the power of the iol may be wrong. The fellow eye is implanted with a different model lens from the same manufacturer and the consumer has had no difficulties with it. Follow up information was received from the surgeon, who reported the outcome of the event is unknown. In the surgeon's opinion, it is unknown if the device caused/contributed to the event.